Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During duodenal stent placement, nurse found out that the trigger of the deployment gun was stuck and the trigger cannot be pull back, hence the 12cm duodenal stent cannot be deployed. There were no adverse effects to the patient nor delay in the procedure noted. What endoscope type and channel size was used? Olympus 4.2mm. What was the position of the elevator? N/a. Details of the wire guide used (diameter, type, make)? .35 visiglide. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a did any part of the stent contact the patient's anatomy when the complaint occurred? Yes, the stent was inserted into patient¿s body and ready for deployment, then nurse found out the trigger of stent handle was defected. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No. Was the product inspected for kinks or damage before use? No obvious damage/kinks was observed. Was resistance felt during insertion into patient? No.

Manufacturer narrative:
Evice evaluation the evo-22-27-12-d device of lot number c2147558 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2147558. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0053) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to tortuous patient anatomy. It is possible that compression from a tight stricture and continued attempts to deploy may have resulted in a buildup of pressure, subsequently leading to the trigger getting jammed, as a result the stent could not be deployed. Another possible root cause could be that the introducer of the device kinked during advancement due to a tortuous path, the pressure build-up of attempting to deploy with an introducer kink would have been felt through trigger resistance described by the customer and the stent would not be deployed. However, as the device was not returned for evaluation, the cause of this complaint could not be conclusively determined. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the evo-22-27-12-d device of lot number c2147558 involved in this complaint was not returned for evaluation. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-jul-2025.